Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. The device is functioning as designed. No product performance issue identified related to spo2 and pulse rate, based on the investigation above, the customer complaint could not be duplicated. The returned device was evaluated. During evaluation the unit was able to power on; however, it was identified that there was an exposed wire in the damaged ribbon cable connection between the ui board and the system board. This exposed wire controls on/off trigger in the device. The customer complaint, however, was not duplicated.

Event description:
It was reported that rad-8 powers off on its own during monitoring. No error messages and/or alarm prior to the unit shutting down. No known impact or consequence to patient.